Event description:
It was reported that stent damage occurred. A 3.50 x 12 synergy¿ drug eluting stent was selected for use to treat the lesion. The device was unpacked and inserted into the catheter. When the physician performed angiography, the stent looked strange on the angio. The physician toot the stent out and noted that the struts were not all ok. The physician did not notice when the defect occurred. No patient complications were reported and the patient¿s status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50 x 12 synergy¿ drug eluting stent was selected for use to treat the lesion. The device was unpacked and inserted into the catheter. When the physician performed angiography, the stent looked strange on the angio. The physician toot the stent out and noted that the struts were not all ok. The physician did not notice when the defect occurred. No patient complications were reported and the patient¿s status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts at the distal portion of the crimped stent were damaged and slightly stretched distally. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).